Manufacturer narrative:
It was reported that right hip bhr revision surgery was performed. During the revision the bhr head was removed and the bhr cup remained implanted. As of today, the explanted devices and additional information has been requested for this complaint but has not become available. The bhr devices were used in treatment. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head. This will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The reported pain and operative findings of brown staining of the posterior capsule may be consistent with findings associated with metal debris. However, the root cause of the reported pain and brown staining cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. In addition, the reported particulate debris of the contralateral side cannot be ruled out as contributing factors to the reported clinical reactions without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that a patient underwent a bhr revision surgery on 2019. The reason of the revision surgery was due to soft tissue damage. It is unknown which hip was revised. The patient outcome is unknown.